Event description:
It is reported that the cm natural nail guide and drill guide would not correctly line up with the nail causing a 1 hour extension in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.